Event description:
It was reported that the patient presented with recurrent back and right lower extremity pain. On (B)(6) 2006, the patient was admitted with a diagnosis of multilevel lumbar degenerative disc disease with stenosis and spondylosis of l4-5 and l5-s1 and hnp l4-5 and adhesions at l5-s1. The patient underwent a mast tlif l4-s1 on the right with pedicle screw fixation and rhbmp-2/acs. Bmp was placed within peek interbody cages and anterior within the disc space. Reportedly on (B)(6) 2006, the patient underwent posterior/posterolateral multilevel lumbar fusion using rhbmp-2/acs and local autograft. The patient¿s post-op period was reportedly marked by severe, painful, and debilitating complications which included the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant ectopic bone formation. Additionally, per the initial reporter, ¿infuse can cause or contribute to injuries and complications including inflammatory reactions, chronic radiculitis, pain, retrograde ejaculation, sterility, urinary retention, osteolysis, displacement/migration of implants, pseudoarthrosis, swelling of the throat/neck, airway compression, vocal cord compression, swelling of the lower back, cancer, and death, some of which the patient sustained.¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2006: the patient presented with pre-op diagnosis: multilevel lumbar degenerative disc disease with stenosis and spondylosis of l4-5 and l5-s1 and herniated nucleus pulposus of l4-5 and adhesion at l5-s1. Procedure performed: mast tlif l4-5 and l5-s1, right with pedicle screw fixation; using intraoperative microscope with microdissection technique, nims monitoring and intra-operative fluoroscopy. Per-op notes: once all of the k-wires were in placer attention was turned toward placing the screws in the left l4, l5 and s1 pedicles. Next, 6.5 x 45 mm screws were placed and using a 70 mm rod was placed through each of the screws on the left. The locking nut at the s1 level was torqued and broken off. Facecetomy of l4-5 on the right was performed. Some of the bone from the tlif was then rolled in bmp sponges and this was packed into the peak cage. Additional bone was packed anteriorly within the disc interspace. In preparing the disc interspace and removing the disc, the cartilaginous endplates were also stripped so that there would be good bony surfaces at the inferior l4 and superior l5 vertebral bodies. After packing bone anteriorly within the disc interspace of l4-5, a bmp sponge was passed and this was then compressed using the tamp. With the cage in excellent position, the screw heads were slightly loosened on the left at l5. The screw was then tightened down and torqued to its breakoff point on the l4 screw and compression was then added to the l4-5 disc interspace and the screw head at l5 was then torqued and broken-off appropriately. This allowed compression to be placed on the l4-5 interspace. All of the bone removed from the l5-s1 facet was saved and was used to make a bone/bmp (bone morphogenic protein) tamale that was then packed within the second peak cage. Extra bone was packed anteriorly within the disc interspace as well as a bmp sponge and using a tamp, this was packed anteriorly. The 32 x 14 mm peak cage containing the bone and bone morphogenic protein tamale was then tamped to within the disc interspace. The pedicle screws were placed within the l4, l5 and s1 pedicles on the right. It should be noted that for the right l4 screw, a 7.5 x 45 mm screw was placed as it gave better purchase and a 75 mm rod was placed on the right.